Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for prophylactic closure of a post polypectomy resection site during an egd (esophagogastroduodenoscopy) procedure performed on an unknown date. During the procedure, the clip was deployed but was not able to detach from the catheter. They tried to repeat the deployment method emphasizing the snap, crackle and pop, specifically on the 'pop' portion. However, the handle broke off and had to use pliers to pull the deployment wire. They tried to pull the wire 10 in back, but the clip was still stuck. Eventually, they just pulled the clip off the resection site. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.